Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e4 field was corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the investigation, the e433 error was caused by a defective generator. The generator can be damaged by the following causes: - a defective tr1 transformer on the generator board (permanent error). - a defective current transformer on the generator board (permanent error). - a defective impedance transformer on the generator board (permanent error). - a defective peak rectifier on the generator board (permanent error). - a missing drive signal for the output stage of the generator board (permanent error). - the output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). Therefore a definitive root cause cannot be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using a hf unit "esg-400", there was an error code e433 displayed, followed by an automatic shutdown. The event occurred during preparation for use. The therapeutic procedure (gynecological surgery) was completed with a similar device. There was no procedural delay, or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (error code e433) was confirmed due to a faulty generator board. In addition, the bipolar socket was misaligned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.